Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become ahttp://emdr.FDA.gov/emdr/formredaction/vailable, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 314 mg/dl. Reportedly, customer continued to use pump for insulin therapy.